Manufacturer narrative:
(B)(4). Infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and a drain was placed. The patient experienced a drain site infection. The drain was removed prematurely and the patient was treated with cipro and the infection resolved.